Event description:
It was reported that this atrial lead was explanted due to pacing impedance measurements greater than 3000 ohms and no capture in bipolar in configuration. No additional adversed patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.